Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported x-ray showed the patient's drg system lead at the l4 placement migrated. Surgical intervention was taken and the lead was successfully replaced, and the issue addresed.